Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has been returned for evaluation.the investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device anchor doesn't come out of the sheath or is not present. Patient was not harmed. Additional information was received on 02 may 2023: stenting procedure of the right superficial femoral artery (afs). Antegrade punction and a 6 french introducer sheath was inserted. Lesion was treated with percutaneous transluminal angioplasty (pta) and stenting. Closure was locating the artery step and set the anchor step were performed without complications. When commencing with the seal the puncture step during pulling back no resistance was felt and the angio-seal was pulled out, the anchor and collagen was not visible. The sealing was not successful. To be sure nothing was left behind in the patient the operator made an incision in the distal part of the carrier tube. The anchor and collagen were still in situ in the carrier tube. Procedure was a pta and stenting of the afs. Sheath size used was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was not performed. There were no issues with insertion and deployment. Patient was in stable condition. Hemostasis was achieved with manual compression.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section a2 patients age, update section h3, and to provide the completed investigation results. The initial MDR report inadvertently had the wrong age. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, locator, guidewire, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned fully mated and in the fully rear-locked position. The distal tip was found to have been cut open with the anchor and collagen present within the device. No other damage or issue was identified. Functional testing was unable to be performed due to the condition of the returned device. The complaint was able to be confirmed as a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).